Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer's husband, is calling on behalf of the customer. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 80mg/dl to 100mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification, customer stores the product in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 01/14/2018 and open vial date is 10/05/2016. The meter memory was reviewed for previous test result history: (B)(6). The customer has not made any recent changes in the diet, exercise regimen or medication. The customer is testing once a day (fasting) the customer is storing the meter and test strips in the kitchen; informed the customer of the product proper storage environmental condition recommended by the manufacturer(IFU).